Event description:
It was reported the implantable neurostimulator (ins) was being removed on (B)(6) 2015. The reason for removal was initially unknown. The health care provider (hcp) wanted to leave the lead in place and was looking for a closed boot to cover the lead. The hcp was informed there was no specific component to do that task. Upon removal of the ins, no malfunctions were seen intra-op. No adverse advents were reported after the explant. It was later learned the ins was causing discomfort due to nerve damage caused by a stroke. The device will not be sent back for analysis. The patient was receiving satisfactory pain relief from the device and was considering getting another ins implanted in a different area of his body. If additional information becomes available regarding the patient¿s outcome, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID: 7434a, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 3587a, lot# n0024413, implanted: (B)(6) 2005, product type: lead. (B)(4).